Event description:
It was reported that the footswitch for the stockert radiofrequency generator became stuck in the on position during an ablation procedure. The physician pressed the stop button on the generator and stopped the ablation. There was no injury to the patient.